Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device reflected heat with a reading of 123 degrees fahrenheit which was greater than the manufacturers' specification (123 degrees fahrenheit; specified reading is less than or equal to 118 degrees fahrenheit). It was further determined that the bearings, spring and spacers were corroded and worn out. It was determined that the buildup of corrosion on the worn bearings, spring and spacers was consistent with normal use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from wear normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was overheating. The reporter stated that the issue was "maybe bearings problem." The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure. An identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.